Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Lead model initially reported was incorrect. The correction is reflected in this report. Evaluation summary: testing revealed anomalous output conditions, including no output. The no output condition was the result of fractured bond wires.

Event description:
It was reported that the right ventricular lead was fractured. It was capped and replaced. The device was explanted because the system had to be moved to the patient's left side because of an occluded vein. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.